Event description:
The solex 7 catheter (lot #unknown) was utilized in ivtm therapy for a burn patient. The customer reported significant difficulty while removing the catheter, noting the presence of blood clot fragments on the serpentine balloon. The customer reported they followed zoll IFU instructions to achieve a safe catheter removal by deflating the balloon with a 20-ml syringe to remove residual saline and rotating the catheter during extraction. The customer was concerned about the appearance of the catheter upon removal. Although the solex 7 catheter's serpentine balloon remained intact, the resistance encountered during removal raised concerns about potential blood vessel injury. While the patient was not harmed, the customer expressed concerns regarding the apparent blood clots on the catheter. No consequences or impacts on the patient.

Manufacturer narrative:
The customer did not keep the catheter for returning to zoll. Since the device was not returned, an investigation could not be performed, and a root cause could not be determined.